Event description:
On (B)(6) 2025, a plif operation was performed for l4-l5 spondylolisthesis. The patient was a young male who moved with little pain. The surgeon reported that on (B)(6) 2025, the patient applied a strong force to the l4 tulip and caused the set screw to come loose. On (B)(6) 2025, a revision was performed to replace the l4 screws and set screws.